Manufacturer narrative:
(B)(4). Medical device: batch r94k1a. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after the first firing the stapler with a black reload the stapler was reloaded with a green reload. Seamguard was used on one side -- anvil side only. It was noticed that the jaws were no longer approximated. Four minutes delay in the surgery. A new device was opened. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch r5a452. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as no damaged was observed on the jaws and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.